Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to confirm and duplicate the issue. All testing was done with a well-known ac adapter and patient circuit connected. A known good test fan assembly and turbine were installed. Troubleshooting was carried out. The final test and results were negative, the vent failed the tidal volume and flow performance test with the error message ""unable to detect breath type."" Flow valve is causing a non-conformance, based on bench tests. Replace the flow valve, the turbine, and the fan assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the laptop ventilator 1200 has no pressure prior patient use, furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.